Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right common iliac vein. An 18-4/5.8/75cm xxl esophageal balloon catheter was advanced for predilation; however, during the first inflation at 5 atmospheres for 30 seconds, the balloon ruptured. The device was removed. A new 18-4/5.8/75cm xxl esophageal balloon catheter was advanced to dilate the lesion; however, upon inflation at 5 atmospheres for 60 seconds, the balloon ruptured. The device was removed from the patient. Another 18-4/5.8/75cm xxl esophageal balloon catheter was advanced for dilation; however, upon inflation at 5 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient is okay.